Event description:
It was reported that the patient received several inappropriate therapies due to noise. Low r-wave was also observed. The lead was capped and replaced. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.